Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 380 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after inserting a new battery. The customer performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.